Event description:
It was reported that the pt's battery and lead failed and were removed. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed.